Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: down arrow button with intermittent response and contamination under all button contacts.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the keypad was noted to be torn around the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the down arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim and faded. A test display was attached to the pump and illuminated properly without discoloration.